Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Post stent implantation of a xience stent, worsening heart failure was noted. This was resolved in an unspecified manner. No additional information was provided.

Manufacturer narrative:
This complaint has been captured as a non-complaint product experience as there was no device malfunction or patient effect associated with the device; thus, investigation is not required.h6: health effect - clinical code 4446 - removed. H6: health effect - impact code 4614 - removed. H6: medical device problem code 2993 - removed.

Event description:
Subsequent to the initial medwatch report, the following information was received:it was reported that on (B)(6) 2020, the patient presented with an acute st elevation myocardial infarction (mi), diagnosed as acute coronary syndrome (acs). Low left heart function of about 30% was noted and heart failure was diagnosed. Medications were administered and an aortic balloon pump was placed. Additionally, stenosis was noted in the left anterior descending (lad) coronary artery and a 4.0x23mm xience sierra stent was implanted. Per the physician, the patient condition was related to onset of acs and not to the implantation of the stent. Stent implantation was to treat the acs.on 09/30/2020, the condition resolved and the patient was discharged from the hospital. No additional information was provided.